Manufacturer narrative:
There was no device returned to olympus for evaluation. The cause of the patient¿s outcome cannot be determined at this time. The physician did not allege the device to be the cause of the patient¿s outcome. The instruction manual warns users that "gases that accumulate during transurethral resection are flammable. These gases may ascend into the roof of the bladder and the upper part of the uterus and may come in contact with the electrode. Activating the hf current while flammable gases are present may cause the gases to ignite or explode. This can result in bladder perforation or puncture, exogenous burns or other injury. Do not activate the hf current while the distal end of the resectoscope is located in the accumulated gases of their direct vicinity. Evacuate or move the gases or allow the gases to escape from the bladder or uterus as necessary, before activating hf current.¿

Event description:
Olympus was initially informed that during a transurethral resection of the prostate (turp) procedure, there was an extraperitoneal bladder rupture. The tissue gas from vaporization gathered at the bladder dome where ignition occurred. Furthermore, olympus was informed that ¿towards the end of the procedure as the physician was using the plasma button as he normally would for hemostasis, an extremely loud popping / ¿boom¿ noise occurred as vaporization was being performed near the apex. The screen appeared to go black (later observed to be from ¿soot¿ as described by physician that had accumulated in the bladder). The physician re-examined the bladder through cystoscopy and did not see a visible defect. Physician was able to flush the "soot" and the bladder mucosa showed up normal. There was no bleeding. A catheter was inserted in the patient and the patient is stable.